Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the caller was checking on MRI eligibility and noted there was a loose wire. It was also determined the device has high impedances and may not be eligible for MRI due to the high impedances. No patient symptoms or further complications were reported.